Event description:
Boston scientific latitude alert code 1003 - rapid ICD battery depletion from unknown cause. Our clinic was notified by alert on (B)(6) 2016 and boston scientific engineers were contacted. They stated there was limited reserve and device may already be compromised and may not give therapy if needed. Secondary issue: alert within the device was tripped late. This gave us no time to council patient and caused us to schedule emergent replacement of ICD.